Event description:
The bipolar head in a constrained dislocated from the liner. The femoral head was still inside of the bipolar head when it was removed from the trunion. The surgeon elected to removed the rest of the liner from the shell and implant a replacement constrained liner of the exact same size.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Manufacturer narrative:
The patient is (B)(6). An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Surgeon took the implant.

Event description:
The bipolar head in a constrained dislocated from the liner. The femoral head was still inside of the bipolar head when it was removed from the trunnion. The surgeon elected to removed the rest of the liner from the shell and implant a replacement constrained liner of the exact same size.